Event description:
Event description guidant received information that the patient with this pacemaker experienced cardiac tamponade which required pericardiocentesis and intubation. It was suspected that the lead perforated the right ventricle. The lead was repositioned and was reported to be functioning appropriately however the thresholds measurements were high.